Event description:
Lead fracture left. Family noticed increased dystonic movements at home and at school. Interrogation of dbs in office on (B)(6) 2014 showed high impedances and low therapeutic current delivered by the left brain stimulator. X-rays of head, neck, and chest were ordered to investigate lead fracture. Appointment made to see dr (B)(6) in three days. X-rays confirmed left electrode has fractured. Saw dr (B)(6) on (B)(6) 2014 to discuss options. No palpable fracture of dbs lead. No tenderness. The plan was discussed and decided upon, to replace the left dbs lead. Scheduling surgery date.